Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an abdominal hernia repair procedure in 2014 and the mesh was implanted. Two years later, the areas around the hernia popped up. It is unknown how the areas were treated. No further information is available.